Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('small uterine perforation was noted') and fallopian tube perforation ('perforation: fallopian tubes') in a 33-year-old female patient who had essure (batch no. 959221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and device difficult to use "the right was unable to be inserted due to multiple polyps". The patient's medical history included endometrial polyp. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced tooth disorder ("dental problems"), 5 months 23 days after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain/pain: left side"). In (B)(6) 2015, the patient experienced mood swings ("mood swings"). In (B)(6) 2016, the patient experienced depression ("depression") and stress ("stress"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), alopecia ("hair loss") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, psychological trauma, alopecia, hormone level abnormal, headache, weight increased, weight decreased, mood swings, depression, stress and tooth disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, hormone level abnormal, mood swings, pelvic pain, psychological trauma, stress, tooth disorder, uterine perforation, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for perforation. Left essure was inserted without issue. The right was unable to be inserted due to multiple polyps. Presently she was planning for removal of essure. Essure insertion detail: the left essure was deployed without issue with multiple coils seen at the entrance. On the right side, there was noted to be some difficulty. The essure device was unable to be deployed and passed. There was multiple areas of debris and polyps which a banjo curette was then inserted into the uterus. There was notice of give and, upon replacing the hysteroscope into the uterus, there was noted to be a fundal uterine perforation on the right horn. The uterine perforation was noted. It was slightly oozing. At that time, a left 5 mm trocar was placed under direct visualization. The gyrus was then inserted into the abdomen and cauterized the bed where the fundal perforation took place. Excellent hemostasis was achieved. At this point, bilateral tubal ligation ensued where 3 segments of bilateral fallopian tubes at the isthmic portion were cauterized with excellent hemostasis. Essure removal detail: left essure was deployed without issue. The right side was unable to be deployed due to the multiple polyps and emc was performed and a small uterine perforation was noted at the fundus. Upon entering the abdomen, there was noted to be adhesions to the omentum to the anterior abdominal wall. There was noted to be a fundal perforation on the right horn of the uterus, which had some slight oozing from it which was cauterized. The bilateral tubes and ovaries appeared to be normal. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: uterine perforation, fallopian tube perforation, device monitoring procedure not performed". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: plaintiff fact sheet and medical record received. Events¿ small uterine perforation was noted, mood swings, depression, stress, dental problems, the right was unable to be inserted due to multiple polyps were added. Essure lot number was added. This case is medically confirmed. Plaintiff demographic and reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('small uterine perforation was noted') and fallopian tube perforation ('perforation: fallopian tubes') in a 33-year-old female patient who had essure (batch no. 959221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and device difficult to use "the right was unable to be inserted due to multiple polyps". The patient's medical history included endometrial polyp. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced tooth disorder ("dental problems"), 5 months 23 days after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain/pain: left side"). In (B)(6) 2015, the patient experienced mood swings ("mood swings"). In (B)(6) 2016, the patient experienced depression ("depression") and stress ("stress"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), alopecia ("hair loss") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, psychological trauma, alopecia, hormone level abnormal, headache, weight increased, weight decreased, mood swings, depression, stress and tooth disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, hormone level abnormal, mood swings, pelvic pain, psychological trauma, stress, tooth disorder, uterine perforation, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for perforation. Left essure was inserted without issue. The right was unable to be inserted due to multiple polyps. Presently she was planning for removal of essure. Essure insertion detail: the left essure was deployed without issue with multiple coils seen at the entrance. On the right side, there was noted to be some difficulty. The essure device was unable to be deployed and passed. There was multiple areas of debris and polyps which a banjo curette was then inserted into the uterus. There was notice of give and, upon replacing the hysteroscope into the uterus, there was noted to be a fundal uterine perforation on the right horn. The uterine perforation was noted. It was slightly oozing. At that time, a left 5 mm trocar was placed under direct visualization. The gyrus was then inserted into the abdomen and cauterized the bed where the fundal perforation took place. Excellent hemostasis was achieved. At this point, bilateral tubal ligation ensued where 3 segments of bilateral fallopian tubes at the isthmic portion were cauterized with excellent hemostasis. Essure removal detail: left essure was deployed without issue. The right side was unable to be deployed due to the multiple polyps and emc was performed and a small uterine perforation was noted at the fundus. Upon entering the abdomen, there was noted to be adhesions to the omentum to the anterior abdominal wall. There was noted to be a fundal perforation on the right horn of the uterus, which had some slight oozing from it which was cauterized. The bilateral tubes and ovaries appeared to be normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), alopecia ("hair loss") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, psychological trauma, alopecia, hormone level abnormal, headache, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, hormone level abnormal, pelvic pain, psychological trauma, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for perforation. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs received. Injury nos replaced with new event pelvic pain. New events dysmenorrhoea, dyspareunia, abdominal pain, back pain, psych injury, perforation: fallopian tubes, hair loss, hormonal changes, headaches, weight gain, weight loss, essure confirmation test(s) conducted, specify: no were added. Reporter¿s information, patient¿s demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.